Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter tip was burr. This was discovered before use. The following information was provided by the initial reporter: the catheter tip was burr.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received one 20ga insyte autoguard bc unit with no packaging material. All components were present. Through the visual examination there was no evidence of foreign matter found. The catheter tip quality was acceptable per specifications. The photograph submitted revealed a string of white material on the catheter tubing near the tip. Based on review of the photograph submitted, the reported issue was confirmed even though foreign matter was not observed on the actual sample received for our investigation. The root cause is undetermined.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter tip was burr. This was discovered before use. The following information was provided by the initial reporter: the catheter tip was burr.